Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. A relationship between the subject device and the patient infection could not be identified. Although the patient reportedly tested positive for carbapenem-resistant enterobacteriaceae (cre), the facility reported that the subject device did not test positive for any microorganisms. Since the facility¿s reprocessing method was not provided, it is unknown if the reprocessing steps followed the instructions for use (IFU). The event can be detected/prevented by following the IFU which state: ¿endoscope reprocessor oer-3, operation manual, chapter 8 troubleshooting problem: bacteria were detected as a result of a culture test of a cleaned and disinfected endoscope. Remedial actions: inspect the equipment as described in chapter 3, ¿inspection before use,¿ preclean the endoscope and put it through the reprocessing process again from the beginning. If bacteria are detected again in the next culture test, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported to olympus that the evis lucera duodenovideoscope tested positive for contamination. It was further reported that carbapenem-resistant enterobacteriaceae (cre) was detected in one of the patients on whom the scope was used. The patient was given antibiotics. The facility stated that they suspected that the cre was due to patient¿s indigenous bacteria and the causal relationship to the olympus product was unlikely since no other patients in the hospital confirmed the infection. After the patient¿s positive test, the product was quarantined and not used the scope was cultured at that time and was negative for any microorganisms. The scope was cultured again one week later and remained negative for any microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Patient identifier (B)(6) captures the complaint on the reprocessor (model: oer-3; model description: olympus endoscope reprocessor; serial number: (B)(6)) that was used to reprocess the scope. This report captures the complaint on scope (model: tjf-260v; model description: evis lucera duodenovideoscope; serial number: (B)(6)).